Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/19/2025, the caregiver reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels of 54 mg/dl after a lunch announcement. The user was treated with oral carbohydrates and bg increased to 85 mg/dl during the call. No hospitalization or medical intervention was reported and no long-term health effects were reported.